Event description:
It was reported that during an unknown procedure, the white coating dissolved during use. It was reported that no piece fell into the patient. It was not reported as to how the case was completed. No adverse consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). The device was returned in good condition. The tissue pad was examined, normal wear was visually seen and 100% present. Flaking of the tissue pad may be caused due to activation of the device while clamping without tissue being present in the entire jaw area. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument.